Event description:
It was reported that during preparation for a water vapor therapy procedure, generator error codes 341: rf power tolerance limit exceeded and 400: rf power supply error occurred during the initial prime of the delivery device. The patient was present and under general anesthesia at the time the error codes occurred. The procedure was cancelled due to the issues with the generator. There were no clinical consequences to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.